Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Although requested, the customer declined to complete troubleshooting and declined to provide further information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.